Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had power error 25. Customer's blood glucose was 13.9 mmol/l. The customer was advised that the power source in the device is unable to charge. The customer was advised to go to the following of resolving the power error detected condition. Customer will monitor as instructed.